Manufacturer narrative:
B3: date of event: approximate date used as actual date is unknown.

Event description:
It was reported that a blade detachment occurred. A wolverine cutting balloon was selected for treatment of the target lesion, which was located in the right coronary artery (rca) and was severely calcified. After high pressure dilation was performed at the target lesion, resistance was felt when attempting to remove the device. A visual inspection of the device revealed that a blade was broken and was partially missing. Imaging confirmed that the residual fragments of the blade were in the coronary wall. A filter device was placed, and additional dilation was performed using intravascular lithotripsy. Afterwards, imaging revealed no residual fragments. After treatment, the filter device was removed, and no fragments were found inside.